Event description:
The customer reported a leak from a coulter hmx hematology analyzer with autoloader that occurred while the instrument was being calibrated. The volume of the leak was approximately half a cup and was not contained within the instrument. The instrument locked up and was unable to reboot. The instrument operator was wearing gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the vacuum trap, fl1, was full, which would cause the instrument to stop. The primary mode pierce cartridge overflowed from repeated attempts to reboot the system. The fse also found that 60 psi dropped out of range to 53 psi and that the 60 psi regulator had some wear on the diaphragm. The fse replaced the 60 psi regulator and rebuilt the compressor head to resolve the leak. In addition, the fse the blood sampling valve (bsv) probe was bent and straightened it. Repairs were verified per established procedures. (B)(4).